Event description:
Customer reported that the valve (93-335a) was primed and tested by the physician prior to implantation. Two days after implantation, the valve was no longer functioning. The valve was explanted, the device is available for return and evaluation.